Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving therapy. Review of the egms showed noise and high capture threshold on the lead.